Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmissions it was noted that the pulse generator was in back-up. The patient was brought into clinic and a device download was performed successfully. The patient was asymptomatic before, during and post event.